Manufacturer narrative:
(B)(6) . This part is not approved for use in the united states; however a like device catalog # 8115530, 510k # k030840 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the set screw of the crosslink was cross threaded during insertion of a spinal posteior fixation procedure. Another crosslink was used instead. No patient injury or other complication was reported.